Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The test p-cap locked properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including displacement test or self test. The following were noted during visual inspection: minor scratches on lcd window, cracked case (corner of belt clip rails) and cracked battery tube threads. Pump was cut open to perform visual inspection and moisture damage was found on the keypad connector on j1/pcba1, j6 connector internal battery, j7 power connector, motor and force sensor during visual inspection. In summary, customer alleged cracked case (battery tube) confirmed. Exposed to moisture confirmed. Blank display confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the crack at back of pump along battery side. The customer reported no adverse event. The event involved product(s) mmt-1885l. The troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1885l was requested and the device was returned for analysis. The customer discontinued use of the device.